Event description:
It was reported that during central processing, pieces from the inside of the medium-large clip applier instrument fell into the peel pouch. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, however, as of the date of this report, isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 15-apr-2024: the reported damage was observed from the white housing portion of the instrument in the sterile processing after a procedure. There was no patient harm due to this event. No photographic images of the device(s) or a video recording of the event is available for isi to review. There were no reports of any problems during the case. Isi has received the fenestrated bipolar forceps instrument involved with this event and completed the device evaluation. The instrument was analyzed and found to have two of the housing snaps broken. The broken piece was not returned, measuring roughly 0.2190# x 0.1715# in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip do not show damage. Furthermore, the instrument was found to have hairline cracks on grip input disk #6. Other backend components adjacent to the cracked inputs do not show damage which may indicate potential improper reprocessing.